Manufacturer narrative:
Work order search: no similar complaints types events were reported for units within the same lot. Claim #: (B)(4).

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned in cartridge and loose in lens box. Visual inspection of the delivery system found the lens caught in loading chamber. (B)(4).

Event description:
The reporter indicated that the surgeon attempted to implant a cc4204a, 23.0 diopter, intraocular lens in the patient's eye on (B)(6) 2017. The lens got stuck in the cartridge, so a back up lens was used. There was no patient contact with the first lens.